Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Imdrf device code a010402 captures the reportable event of stent migration. Block h10: the device was not returned, however, a photo of the complaint device was attached and showed that one percuflex ureteral stent was out from the original pouch and it was observed that the renal coil was stretched and torn (deformed), the stent shaft was detached in two sections and a kink was noted on the shaft. Additionally, residues were observed as part of the procedure. Therefore, the complaint of "stent shaft break" is confirmed, however the complaint of "stent. Migration" is not confirmed. No other problems with the device were noted. After the device media analysis, most likely some operational factors, interaction of the excess force during interaction with another device such as the anatomical body during the procedure could have caused the found issues. However, based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Therefore, cause not established is selected as the probable root cause for the complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Block h11: block e1: initial reporter title; initial reporter first name; initial reporter last name; initial reporter address 1; initial reporter address 2; initial reporter city; initial reporter zip/post code, were updated based on the additional information received on february 13, 2023.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted in the urethra, bladder and ureter, performed on (B)(6) 2023. Post procedure, a ureteral stent replacement/removal procedure was performed on (B)(6) 2023, it was noticed that one end of the stent was shown at the urethral opening, indicating that the stent was sliding down. When the physician attempted to remove the stent, the stent was indwelled and was broken into three pieces. The broken pieces of the stent were removed from the patient and successfully completed the procedure. There was no information if a new stent was implanted to the patient. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent was broken into three pieces.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted in the urethra, bladder and ureter, performed on (B)(6) 2023. Post procedure, a ureteral stent replacement/removal procedure was performed on (B)(6) 2023, it was noticed that one end of the stent was shown at the urethral opening, indicating that the stent was sliding down. When the physician attempted to remove the stent, the stent was indwelled and was broken into three pieces. The broken pieces of the stent were removed from the patient and successfully completed the procedure. There was no information if a new stent was implanted to the patient. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent was broken into three pieces.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. Imdrf device code a010402 captures the reportable event of stent migration.